Event description:
Customer reported the act button on the insulin pump had frequent no or intermittent responds. Customer's blood glucose was 137 mg/dl. The insulin pump was not dropped or exposed to moisture. Issues occurred during normal use. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to moisture damage on the keypad traces. The insulin pump has cracked reservoir tube lip.